Event description:
It was reported that rec'd a report from a customer stating that one of their patients was injured as a bed "buckled and tipped over". Sales rep called mfg for return bed evaluation. Not rec'd yet. Device evaluation anticipated when device is returned. In process of getting more info from facility as to what happens.